Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The hex head tip of the driver was broken off from the shaft and the tip was left embedded in the screw head. The surgeon tried to remove the tip by turning the tray upside down and tapping the tray, but could not get the tip. The trapezoid tray was implanted without removing the tip.